Event description:
The md had difficulty trying to insert the catheter through the sheath so he cut the stat-guard. The iab and sheath were used and were not returned to co for evaluation.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the product was not returned or released to datascope for evaluation.